Manufacturer narrative:
(B)(4): evaluation confirmed that the bolus button was not responding. The button cover was removed and the internal plug was found to be misaligned and contamination was present. The contrast button as intermittently unresponsive and required multiple hard presses to elicit a response. The up, down and ok buttons responded appropriately. Evaluation revealed contamination under all button contacts. The keypad symbols were found to be worn. The display lens was found to be scratched.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the audio bolus button required multiple hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.